Event description:
Reporter claims the joystick sticks in forward or reverse while the chair is in use.

Event description:
Reporter claims the joystick sticks in forward and reverse while the chair is in use.